Event description:
The patient has a history of non-ischemic cardiomyopathy nyha class iii heart failure and left bundle branch block (lbbb) on EKG. The patient is status post biventricular ICD implant 6 years ago with device change 2 years ago. The patient is status post atrial lead extraction and reinsertion for a fractured lead 21 months ago, who now presents with inappropriate sensing of atrial events on her ventricular channel. The patient will undergo a laser lead extraction of her ventricular lead with a generator change and new ICD lead insertion. The patient left the lab in stable condition with stable vital signs. The extraction was complicated but the patient was to be discharged in the am.